Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# va04aa7, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had their device implanted on (B)(6) 2013 due to the advice of their health care provider (hcp). The patient continued to have problems with bladder urgency and infections along with a bloody discharge in their urine. It was reported that after a CT scan was performed it was discovered that the patient had a 3.7cm bladder stone which they had removed just 3 months after the device was implanted. The removal of the bladder stone subsided all of the patient¿s symptoms and bladder problems and the patient never had to turn the device on after surgery. It was noted that the patient did turn it on for one weekend to see if it would make any difference and the patient ended up with a terrible backache. Since the patient no longer needed the device they had their hcp remove it from their system on (B)(6) 2013. It was noted that the patient still had their programmer and wanted to return it.